Event description:
The manufacturer became aware of a ds2adv auto CPAP device alleging the device fall of the patient nightstand and would not power on. There was no report of patient harm or injury. No medical intervention was specified. The device was sent to a third-party service center for investigation. During evaluation, pca burnt was confirmed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.